Event description:
Customer called to report a pod they did not think was working properly. Customer stated he activated the pod late in evening and awoke with a high blood glucose level (bg). His bg ranged 184-376 mg/dl during this time although his bg's did drop some after taking a correction insulin bolus. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.